Manufacturer narrative:
The actual device was not received for evaluation; therefore, a device analysis could not be completed. A used device was received for evaluation; however, the product code does not correspond with the reported product code. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system extension set separated during use. The patient's arms were tucked which is why it was not discovered until the end of the case. There was no report of patient injury or medical intervention associated with this event. No additional information is available.